Manufacturer narrative:
The handpiece and the generator test results were satisfactory after full testing and visual examination was performed. The hand piece was activaed on simulated tissue with acceptable results.

Event description:
Colectomy reportedly, the sound of final seal cycle was audible but the vessel was not sealed properly. There was no bleeding because the surgeon noticed immediately that the vessel was not sealed and he used a similar device to reseal the tissue.